Event description:
Ventilator was alarming and reading 21% although set at 40%. External oxygen analyzer placed in line which also read 21%. O2 line tried in different outlets without change in o2 reading. (Analyzed gas from flowmeter placed in same outlets read 100%) expired tidal volumes also noted to be about half of inspired - no leak found in circuit or cuff. Vital signs stable, spo2 100%, equal breath sounds with good chest wall movement entire time. Patient manually ventilated with bag and ventilator changed out. Patient was not harmed. Manufacturer response (as per reporter) for ventilator oxygen gas module, servo ithey will replace. Reason for failure not yet known.